Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2020-18956. Related manufacturer's reference number: 2017865-2020-18957. It was reported the patient presented in the hospital with a fungal infection. The patient's implantable cardioverter defibrillator, right ventricular lead and atrial were explanted. The patient was in stable condition.